Event description:
It was reported that during a prostate procedure, the laser kept going into standby for the first fiber at 52,207 joules and for the second fiber at 12,621 joules. The case was completed with a turp. No injury to the patient reported. This report is for the second fiber.